Manufacturer narrative:
The hosp. Biomed "checked the pump out" and reported that display would sometimes "bloom, but he could not get it to turn off." Biomed ran pump overnight & reported circuit breaker was in "off position" when he returned next morning. Arrow field service ordered power supply, control head & cpu (central processing unit) and replaced parts on pump. Pump was checked & returned to service. After field service replaced parts, the biomed technician said prior to his arrival in the morning; "somemone in the biomed dept had actually switched off the circuit breaker before he arrived." An arrow pump mfg engineer & iabp production technician reviewed & evaluated the returned tower power supply & cpu. The power supply was bench tested in the lab on a loadbox. No problems were found. It operated normally from an ac or dc source. Next, the supply was connected to a system test bench pumping at 60 bpm. Supply was run for 1/2 hour - no problems found. The cpu was evaluated & bench tested. No problems were found. The root cause could not be determined with certainty and no specific conclusion could be drawn. A follow-up report will be filed if more info becomes available.

Event description:
It was reported that the iab pump turned itself off while on the patient. As a result, the pump was replaced. No patient complications were reported.